Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified: broken plug strap, opening, crease fold, mold black. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified opening sharp in the radius and broken sharp plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on radius side assessed as an unidentified (tear) opening and a sharp broken on plug strap assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side exchange due to "concern with the product." Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.